Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and seizure ('seizures') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: did you undergo an essure confirmation test? Yes. Do not recall exact date. Concurrent conditions included obesity, asthma, leg pain and walking difficulty. Concomitant products included gabapentin, levonorgestrel and metformin. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2007, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced seizure (seriousness criterion medically significant) and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2009, the patient experienced tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with celecoxib (celexa), sertraline hydrochloride (zoloft), sumatriptan, topiramate (topamax), valproate semisodium (depakote) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, seizure, vaginal haemorrhage, menorrhagia, tooth disorder, mood swings, urinary tract infection, migraine, headache, depression, anxiety, dysmenorrhoea, dyspareunia, abdominal distension, weight increased and back pain had not resolved. The reporter considered abdominal distension, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, seizure, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy about essure insertion date: (B)(6) 2007, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs received. Reporters information updated. Event: injury to herself were updated to abnormal bleeding (vaginal). New event:menorrhagia), dental problems, hormonal changes describe: mood swings, infection(bladder/ urinary tract/vaginal) type: uti, migraines / headaches, psychological or psychiatric problems condition: depression/anxiety, seizures, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bloating , pain: back pain, pelvic pain, weight gain/ loss specify which one: weight gain. All event outcome were update to not recovered. Medical history, concomitant drugs, treatment drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.